Event description:
Dealer states the lift has some ripped foam and the left front wheel is broken.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.